Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.(B)(4).

Event description:
It was reported device embolization occurred. In (B)(6) 2017, the patient underwent a left atrial appendage (laa) closure procedure. A 33mm watchman laa closure device was successfully deployed in the laa. During a transesophageal echocardiogram in (B)(6) 2017, approximately 4 months post implant, it was observed that the watchman closure device had embolized and was located in the ascending aorta. The patient was asymptomatic. A removal procedure was scheduled and performed. The device was retrieved percutaneously using large sheaths and snares through the femoral artery. No further patient complications were reported. The patient¿s condition was stable.